Event description:
The pt originaly underwent total knee replacement in 2000. The s urgeon performed the partial cement technique. Post operative alignment and ligament balance did not indicate a problem. In 2004 the surgeon found loosening of the tibial tray. In 2005 the surgeon performed revision surgery, and replaced the tibial tray and insert.